Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was burning and hurts. The device was explanted. No further patient complications have been reported as a result of this event.